Event description:
It was reported that a spectrum pump delivered medication too quickly during therapy in the intensive care unit. An infusion of magnesium should have taken 3-4 hours but delivered in 15 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A review of the event history log did not show a programed infusion for the event date provided but did show a magnesium infusion a day prior to the reported date. An infusion of magnesium sulfate-iv2 grams/50ml at a rate of 25ml and a volume to be infused (vtbi) of 50ml which would result in a 2 hour infusion was programmed. After 14 minutes the pumped stopped due to an "air-in-line!" Alarm. After 22 minutes, the user cleared the prior program and programmed an infusion of magnesium sulfate-IV 2 grams/50 ml at a rate of 25 ml/hr and a vtbi of 47 ml. After 1 minute, the pump stopped due to an "air-in-line!" Alarm. The user did not resume the infusion. The history log cannot be used to determined the actual volume of medication remaining in the IV bag at the given time or setup of the pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified and no pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.